Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, underwater pressure testing, and clear passage testing were performed. The device was found to operate within specification with no flow issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse was unable to draw blood through the one-link neutral luer activated device. It was attached to central line for less than 24 hours and when the nurse attempted to flush (through a vial) fluid would not flow through. There was no patient injury or medical intervention associated with this event. No additional information is available.